Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system hangs at 00:00. Review of the log file indicates malfunction with flex vision pc. Later, fse checked the system and confirmed the issue occurred due to flex vision pc, network switch and collimator were defective. Fse replaced the flex vision pc, network switch and collimator. After replacing the flex vision pc, network switch and collimator, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not start up. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.